Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 293 mg/dl during the phone call. Prior to the hospitalization the customer stated he attempted to bolus with the insulin pump, but the blood glucose continued to rise. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump was functioning properly. The mother then called back stating the medical director would like to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.